Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This report was not confirmed due to lack of sample. A batch review was performed and revealed no exception in regard to the reported issue found in the manufacturing process. Based on the information obtained from baxter?s investigation, no assignable cause could be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) inadequate iodine in a minicap. There was no patient involvement. No additional information is available.